Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed a sudden decrease in hearing with device.two weeks ago, the user stopped hearing with the device. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user stopped hearing with the device two weeks ago. No trauma has been reported. The user noticed a sudden decrease in hearing with device. There is no history of accident, injury or any kind of swelling or redness on implant site. No medical problems were reported. The recipient has been re-implanted